Event description:
The customer stated that he went to the emergency room after receiving readings in the "300s" and "500s". In the emergency room, they used a competitive meter and received a result of 123mg/dl. A review of the system was conducted over the phone. This review could not be completed because the customer did not have the necessary testing supplies. Testing supplies were sent to the customer and the customer was instructed to call back upon receipt of the supplies to finish evaluating the system.